Event description:
Customer reportedly received the following results on the compact plus system: within 10 minutes: 30 mg/dl and 245 mg/dl. Within 10 minutes: 15 mg/dl and 242 mg/dl. And within 10 minutes: 15 mg/dl and 182 mg/dl. No adverse event was reported. The blood glucose monitor and strips were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.